Manufacturer narrative:
(B)(4). Date sent: 3/29/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 491c36. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No further functional test could be performed due to the condition of the device. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number 491c36, and no non-conformances were identified. Additional information was requested and the following was obtained: the surgeon who used it was reported that the battery acted ¿dead¿ and when he closed the stapler around the vessel it didn¿t do anything. The stapler was not opened for very long. This is all of the information that has been provided to me.

Event description:
It was reported that during an unk procedure, the customer a defective device. No patient harm was reported. No further details were provided.